Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found the following; the bending section rubber had leakage. The light guide lens glue was damaged the angle wire had wear and tear. The color ring of the air/water was missing. The angulation was insufficient. There was the pixel error in image. The ultrasound transducer had scratches. The universal cord had scratches. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: pseudomonas aeruginosa (20 cfu/100ml) and staphylococcus epidermidis (7 cfu/100ml). Air channel: staphylococcus pasteuri (10 cfu/100ml) and staphylococcus epidermidis (3 cfu/100ml). Auxiliary channel: staphylococcus epidermidis (1 cfu/100ml), rhodococcus erythropolis (1 cfu/100ml) and staphylococcus hominis (1 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440 adaptascope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user and oekg, omsc considered that the reported phenomenon was less relevant to the subject device. If additional information is received, this report will be supplemented.